Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had software error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. Customer also reported battery failed alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring=black customer complained on 04/13/2022 the pump alarmed failed battery test and pump error 53. Complained the reservoir and status screen does not match. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Units left on status screen matched properly with units left on the water filled test reservoir. Device successfully downloaded to thus. No failed battery test or pump error 53 noted during test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on (B)(6) 2022 14:00:12.000 in pump downloaded history. The formatted history file confirmed the pump alarmed pump error 53 alarm (line number 265 file number 32) on (B)(6) 2022 14:00:09.000 due to moisture damage to the pcb1 board as per global logic analysis (B)(4). No moisture damage noted to the motor assembly per visual inspection. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No failed battery test or pump error 53 noted during test. Confirmed pump alarmed failed battery test on (B)(6) 2022 14:00:12.000 in pump downloaded history. Confirmed pump alarmed pump error 53 alarm (line number 265 file number 32) on (B)(6) 2022 14:00:09.000 due to moisture damage to the pcb1 board. Confirmed units left on status screen matched properly with units left on the water filled test reservoir. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.